Event description:
It was reported by the customer' wife that they had been hospitalized for high blood glucose levels on (B)(6) 2014. Customer's blood glucose level was 890 mg/dl at time of hospitalization. Customer declined troubleshooting at time of reporting and stated would call back to continue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).